Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and guided them through the process. Despite the reset, the pump displayed the same error again, leading technical support to decide on replacing the pump.